Event description:
The customer reported via phone call that the insulin pump delivered too much insulin. The insulin pump alarmed no delivery. The customer experienced low blood glucose levels all day. Customer's blood glucose level was 30 mg/dl. She treated her low blood glucose level with food. The customer was unable to answer most of the questions because she is legally blind and could not see the screen. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.